Event description:
It was reported that the pt had an infection at the pocket site with symptoms of irritation, burning, and itching. It was noted that the therapy had been very good for the pt. The healthcare professional planned to do an incision and drainage with irrigation of the pocket site. Additional info was requested.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that the patient's device had been explanted due to the infection. It was noted that their was concern that the infection was possibly product related, as there were two known cases of patient infection in which each patient's devices were of the same lead lot number; and implanted on the same day. The patient's outcome was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Event description:
Additional information. The patient required placement of a wound vac on (B)(6) 2011 to aid in healing of the wound. The results were good with closure of the wound. The hcp stated the patient outcome was "non-serious injury/illness."

Manufacturer narrative:
Event date is approximate. Due to imdrf harmonization coding was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: her entire system was removed 2 or 3 weeks after it was implanted due to an infection. Instead of having a 2-inch scar, she ended up with a 10-inch one. No further complications were reported or are anticipated.